Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. A review of trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, rec-002150, (B)(6) 2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as non-serious per the following rationale: the information provided suggests the events are consistent with localized reactions to dermal filler injections which are typically self-limiting and may resolve without medical intervention. Corrective treatment was not provided and outcome was not reported. Onset date of the events was within 2 months after the injection which is a long latency but still possible. Due to limited reporting of the injection site and localization of the event injection site pain, local relationship can only be assumed. The events injection site nodule and injection site pain are expected based on the currently valid us instructions for use (IFU) of radiesse (+) and can occur after treatment with radiesse (+). Based on the information provided, causality is assessed as possibly related to the treatment with radiesse (+), however, there is no indication that a product-related issue contributed to the events. There is no indication that the events resulted in permanent impairment or required medical intervention to prevent a permanent damage. Additionally, the events were not reported as life-threatening and did not require hospitalization. Therefore, based on the information provided, the reported events are classified as non-serious. Merz causality re-assessment due to follow-up information received on 08-jun-2026: this case was upgraded to serious. The event term nodules was amended to nodules/lumps and the coding remained unchanged. The event term pain was amended to pain/sore and the coding remained unchanged. The events bruising, off label use of device and product preparation issue were added. The outcome of the events nodules/lumps and pain/sore was reported as not resolved. In the opinion of the reporter, the events nodules/lumps and pain/sore were related to radiesse (+). This case was assessed as serious per the following rationale: this case is considered as serious with the serious event injection site nodule because potential treatment was deemed necessary to prevent a permanent damage. Corrective treatment included massage, heat, bacteriostatic normal saline (bns) injection, mechanical vibration and microneedling, and outcome was reported as not resolved. The events occurred in a compatible temporal and local relationship. The events injection site nodule (serious), injection site pain (non-serious) and injection site bruising (non-serious) are expected based on the currently valid us instructions for use (IFU) of radiesse (+) and can occur after treatment with radiesse (+). Off label use of device and product preparation issue are coded for formal reasons only. An injection into the neck is not an approved indication for radiesse (+) based on the us instructions for use (IFU). A dilution of radiesse (+) with bacteriostatic normal saline for injection into the neck is not approved based on the us instructions for use (IFU). Possible confounding factor includes previous aesthetic treatments with botulinum toxin, sculptra and filller, but very sparse information was provided. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse (+), however, there is no indication that a product-related issue contributed to the events. This case is considered as serious with the serious event injection site nodule because potential treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a female patient. The patient was injected with radiesse(+), in 2026 (reported as 8 weeks ago). Batch number was reported as unknown. In 2026, after the radiesse(+) injection, the patient experienced nodules in the neck area and some pain. She reported the events a few weeks after the injection. The outcome of the events was unknown. Follow-up information was received on 08-jun-2026: this case was upgrades to serious. The event term nodules was amended to nodules/lumps and the coding remained unchanged. The event term pain was amended to pain/sore and the coding remained unchanged. The event tracks/bruising was added. The patients date of birth, age and weight (59 kg) were provided. She was 36 years old at the time of the events. One syringe of radiesse (+) was injected into the neck (off label use of device), in end of (B)(6) 2026. Radiesse (+) was diluted with bacteriostatic normal saline (bns, product preparation issue, off label use of device) in a 3:1 ratio and injected with a 25 g cannula. Prior aesthetic treatment included botulinum toxin (reported as tox), for full face, sculptra and filller (face). She had no previous treatments with radiesse (+). The patient's medical history included small intestinal bacterial overgrowth (sibo) and she had an allergy to sulfa. Concomitant medications included minoxidil and propranolol. The patient had no medical/dental procedure, illness or vaccination since the treatment. There was no device malfunction. In late (B)(6) 2026, after the radiesse (+) injection, the patient experienced lumps notable once the bruising subsided. The pain was intermittent and more sore than painful. As reported, tracks noted. No relevant laboratory test was performed and the patient was not hospitalized. Corrective treatment included massage, heat, bacteriostatic normal saline (bns) injection, mechanical vibration and microneedling. The treatment was necessary to accelerate and prevent permanent damage. Not dispersing with saline was possibly going to lead to collagen production at sites of nodule with lasting collagen deposits. The outcome of the events nodules/lumps and pain/sore was reported as not resolved (changed from unknown). Due to the provided information, the outcome of the event bruising was considered as resolved in (B)(6) 2026. In the opinion of the reporter, the events were related to radiesse (+). Therefore, the causality for the event nodules/lumps and pain/sore was changed from reasonable possibility/suspected to related.